Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported, on behalf of a customer, a low readings issue with the freestyle libre 2 sensor. The customer reported to the pharmacist scans taken at various times of the day. Scans readings of 74 mg/dl, 136 mg/dl, 60 mg/dl, 76 mg/dl, 53 mg/dl, and 147 mg/dl were compared to blood glucose results of 142 mg/dl, 180 mg/dl, 147 mg/dl, 220 mg/dl, 125 mg/dl, and 222 mg/dl obtained on unspecified capillary meter. There was no report of adverse event nor third-party intervention required, and pharmacist indicated customer was switched to different system. Based on the information provided, there was no report of serious injury associated with this event.